Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was having a battery issue. No patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and didn't find any issues. The fse noticed that the battery was not fully charged and he charged battery to 100%. The fse then performed battery run time test and it passed. The fse performed pm with all functional and safety checks per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.